Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient started complaining of pain 1.5 years post op. Per dr. Patella was loose. Was replaced by a new patella with ceramic (asymmetric 32 was implanted). Date of implant approx. 3 years ago.